Event description:
The following was reported to davol by patient: it was reported that the patient was implanted with a bard/davol composix kugel mesh during a surgical hernia repair procedure on (B)(6) 2004. Sometime after the implant procedure, the patient developed a bowel obstruction and a fistula causing the patient to seek medical treatment. On (B)(6) 2014, the patient underwent a surgical procedure and the bard/davol composix kugel mesh was discovered to have perforated the intestine, causing leakage. Both the mesh and the ring were explanted. The patient was treated due to infection caused by the intestinal leakage and is expected to under go a second surgical procedure for repair of an undefined hernia.

Manufacturer narrative:
Photo images of the explanted path was provided by the patient's attorney. The mesh complaint sample appears irregular in shape, there is what appears to be a separated piece of recoil ring in the picture. There is suture observed to be placed at various points of the mesh and tissue adhered to the sample. The images do not allow for an accurate assessment of the complaint sample, no conclusions can be drawn at this time based on the images provided. The medical records provided did not indicate any issues with the repair prior to the abdominal hysterectomy that was performed 5 years post implant. During the procedure the patch was divided and then reapproximated with sutures. The warning section of the IFU states "do not cut or reshape the bard kugel hernia patch as this could affect its effectiveness. Care should be taken not to cut or nick the pet coil ring if the recoil ring is cut or damaged during insertion or fixation, additional complications may include bowel or skin perforation and infection." The warning section states regarding infection, "if any infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, adhesions, fistula, and infection are all addressed in the adverse reaction section. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. If additional information is obtained, this report will be updated. .

Event description:
The following is based on medical records provided by the patient's attorney: the patient developed a ventral wall hernia in the surgical wound following exploratory laparotomy and prolonged hospitalizations due to multiple bowel perforations. On (B)(6) 2004 - the patient underwent repair of the hernia and was implanted with a bard composix kugel hernia patch and two non bard/davol repair devices. On "(B)(6) 209" - the patient underwent a hysterectomy. The surgery was performed through a midline incision and required the composix kugel hernia patch to be divided in the midline. Once the surgery was completed the patch was reapproximated with sutures. On (B)(6) 2014 - the patient was admitted with right lower quadrant abdominal pain, nausea and diarrhea. She was diagnosed with a possible abdominal wall mesh infection, systemic inflammatory response syndrome, leukocytosis and mildly elevated lfts. She was discharged home with the refusal for surgical intervention. On (B)(6) 2014 - the patient was admitted and diagnosed with an enterocutaneous fistula infection, abdominal wall cellulitis, abscess and sepsis. On (B)(6) 2014 - the patient underwent exploratory laparotomy with resection of infected mesh, small bowel resection and anastomosis and abdominal wall reconstruction with a non bard/davol graft. It is noted that the "plastic ring had fractured and a 6cm piece of the plastic was within the lumen of the fistula of the small bowel."

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The sample was disposed of by the user facility, therefore, unavailable for evaluation. Photos were taken of the explanted device, however it was reported that they will not be provided to davol at this time. A manufacturing process. Fistula is a known possible complications of surgery listed in the IFU. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. Based on the reported product code and lot number the subject product is part of the composix kugel mesh recall.